Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on keypad traces. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. Pump received with cracked battery tube threads, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the act button on the insulin pump was unresponsive during bolus. It was noted that the customer did have a button error alarm and a no delivery alarm in the alarm history. Customer's blood glucose reading at the time of the call was 499 mg/dl and the customer declined any troubleshooting as they stated it was due to stress. After removing the batteries and inserting them again, the customer did get a response from the buttons and the customer was advised to monitor the pump.